Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.